Manufacturer narrative:
H2) additional information: b1, b2, b5, e1 (first name, last name), h1 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated the logs were analyzed in the field. A failure code for 'communication lost with alarms handler', a failure code for 'client handler link changed to reset', a failure code for 'error client communication lost', an error code for 'linked to client communication lost' and an error code for 'linked to local alarms communications' were all observed. Both error codes indicate non-recoverable inoperable errors. This indicated a communication failure of the surgeon master controller to non-real time module. The surgeon master controller, main switch and the cable connecting the components were all replaced. No additional issues were observed. Further evaluation of the logs indicated that both the surgeon console master controller and the surgeon console display computer dropped communication with the tower triggering the observed error codes. This can occur from a loose data cable. The communication was re-established. Evaluation of the device confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue with the surgeon master controller and surgeon console display computer or an issue with the cable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy, with the patient under anesthesia, the surgeon console had a non-recoverable error. The surgeon console was rebooted several times to resolve the issue, but the procedure had to be cancelled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, the surgeon console (sc) had a non-recoverable error. The sc was rebooted several times to resolve the issue. There was no patient injury.